Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that one year following photorefractive keratectomy (prk), the patient presented with a corneal abrasion in the left eye. The patient reported experiencing pain in the left eye. In a follow up, the optometrist reported that the abrasion resolved with the treatment after two days. The treatment consisted of a bandage contact lens placed on the eye, as well as oral medication. In the opinion of the surgeon, it is unlikely that the laser caused or contributed to the event. No further information is expected.